Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged with foreign material. In addition, the evaluation found the following; flexibility adjustment ring, the grip, the switch box, the right left/ and up/down knob, the scope connector cover unit, the scope connector case unit and the plug unit had scratches, due to a cut on the bending section cover, the water tightness was lost, due to a crack on the objective lens, the image had a partially dark area, the plastic distal end cover had a crack, the objective lens had a crack, light guide lens had a crack, the connecting tube was a buckling and the universal cord had the coating peeled. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a broken distal end. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the clogged nozzle could not be identified. However, it¿s likely the cause is related to leakage occurring at the a-rubber. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.